Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited low impedance and undersensing. It was also reported that the right ventricular (rv) lead was confirmed to be fractured and exhibited no capture, low impedance and undefined high impedance. The ra and rv leads were removed and replaced. No patient complications have been reported as a result of this event.